Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that due to dyspareunia and mesh exposure, patient underwent mesh revision on (B)(6) 2008 by implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02785. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) at (B)(6) medical center.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.